Event description:
It was reported that when maintaining the catheter indwelled in a discharged patient and after peeling off the tape on the insertion site in the morning of (B)(6) 2020, hematology department found the extension tubing was detached from the catheter. An inspection showed that the catheter was not damaged and all the accessories of the extension tubing were present. After the discomfort of the patient disappeared, the extension tubing was replaced. The patient was discharged.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of detached catheter was confirmed and the cause appeared to be associated with the manufacturing process. One 4fr single-lumen groshong nxt connector was returned for investigation. The connector was received assembled. The printing on the extension leg was partially worn. Residue from use was observed on the external surface of the connector. No portion of the 4fr tubing was observed within the strain relief oversleeve. The connector was disassembled, and an attempt was made to insert an unused groshong catheter through the distal connector. The catheter passed through the connector without resistance. The distal connector was bisected longitudinally, and the blue compression sleeve was found to be below the specification limit. The assembly of the connector caused the blue compression sleeve to advance up to the tapered area of the connector, but not into the tapered area of the connector, which reduced the retaining force of the connector. The manufacturing facility was notified of this complaint. Reynosa evaluation complaint due to ¿extension tubing was detached from the catheter¿ was confirmed. According with the photo evaluation performed at reynosa facility and vad field assurance evaluation the following was concluded: the blue compression sleeve was found to be short in length which means below of specification limits per dwg and specification. Therefore, the cause of this condition is supplier related. A lot history review (lhr) of recx3704 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of recx3704 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when maintaining the catheter indwelled in a discharged patient and after peeling off the tape on the insertion site in the morning of (B)(6) 2020, hematology department found the extension tubing was detached from the catheter. An inspection showed that the catheter was not damaged and all the accessories of the extension tubing were present. After the discomfort of the patient disappeared, the extension tubing was replaced. The patient was discharged.